Event description:
Pt had port-a-cath placed in 2009. After 1 or 2 uses, the catheter broke off in pt's vein and floated through her pulmonary artery heart into her lungs. It is still there. The broken port-a-cath was removed approx five months later.